Manufacturer narrative:
The device was labeled as a single-use product. Lot # 17n020, 18g036, 18h030, and 18k012. Of the five (5) events, the devices for two (2) events were not received for evaluation; therefore, a device analysis could not be completed. The devices for three (3) events were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the lots 17n020, 18g036, 18h030, and 18k012. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that there were five (5) large volume folfusors either overinfused or underinfused medication to the patient. Of the five (5) events, there were four (4) underinfusions and one (1) overinfusion. There was patient involvement in all the events with no patient consequences. No additional information is available.